Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. X-rays were submitted to technical services and engineering for review. Evidence indicated the terminal pin on the ra lead was not fully inserted into the device header when compared to the right ventricular lead. Technical services discussed that the unipolar configuration would be acceptable so long as the setscrew connection remained stable. However, if the patient were to be dependent on atrial pacing, a revision procedure would be recommended to ensure the atrial lead is fully inserted into the device. It would be the physician's discretion on what is best for this patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that one day post-implant, the pacing impedance measurements on this right atrial (ra) lead and associated pacemaker were greater than 3,000 ohms in bipolar, and 475 ohms in unipolar. Additionally, pacing threshold measurements in bipolar were greater than 3v while in unipolar the threshold was 0.6v. Noise was observed on the atrial channel. An x-ray of the device header was performed to evaluate the connections between the lead and device, but the results were not yet available. A boston scientific technical services consultant reviewed the available data and determined a connection issue or an under-inserted terminal pin were the suspected cause of the clinical observations. No change has been made to the system at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated when additional information is received.